Manufacturer narrative:
An event of device embolization into the left ventricle and explanted was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Field indicated that the patient had a hypercontractile appendage with excessive trabeculae which may have contributed to the reported event. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. Sizing of the patient defect was measured via echocardiography: orifice - 0 degrees=29.8mm, 45 degrees=27mm, 90 degrees=27mm; landing - 0 degrees=27.8mm, 45 degrees=16mm, 90 degrees=14mm, 135 degrees=23mm; and depth - 0 degrees=30mm, 45 degrees=27mm, 90 degrees=29mm. The implanting physician performed multiple tug tests prior to releasing the device from the delivery cable. Upon release, the device began to migrate out of the appendage. A decision was made by the physician to remove the device and attempted to grab the device with a raptor. It was then reported the device became loose and embolized into the left ventricle and was stuck on the anterior lateral wall. The physician gained atrial access and tapped the device with a pigtail which moved the device into the ascending aorta. The device was retrieved and fully removed. It was reported there was no partial or complete obstruction/blockage of blood flow. It was also reported the patient had a hypercontractile appendage with excessive trabeculae. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable. There was no clinically significant delay in the procedure due to this event.